Manufacturer narrative:
Physio-control received the device for evaluation at the failure analysis center. Device eval has not started. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device would not power on with dc source. There was no report of pt involvement with incident.